Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Leaflet not coapting typically would result in regurgitation. As the device was not returned to edwards for analysis, the root cause for the stenosis, severe regurgitation, and incomplete central coaptation of the leaflets remains indeterminable; however, patient related factors may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 13 years, 7 months due to stenosis, severe regurgitation, and incomplete central coaptation of the leaflets. A 23mm transcatheter valve was implanted. The patient was discharged on post-operative day 5. The patient was noted as doing great. Both devices remained implanted.